Event description:
Pt is experiencing smelly urine, fatigue, lethargy, weakness, trouble sleeping, walking difficulties and recurrent, unresolved e coli infections. Pt has taken many abt regimens in 6 mos and is currently on low dose daily abt.